Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the helix retracted. Additionally, dried blood was noted in the base around the helix and the insulation on the rate/sense negative coil was noted to be bunched in several places, forcing the rate/sense negative coils out of alignment. The bunched insulation is consistent with the lead having been placed in or passed through a constricted area. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Next, a stylet insertion test was performed and while the stylet passed through the entire length of lead, much resistance was felt due to the misaligned conductor coils. The offset conductor coils, due to the bunched insulation, was causing the inner lumen of the lead to be constricted to a smaller size in certain places. This deformation could also impact helix extension/retraction functionality as the conductor coil can no longer rotate freely. As a result, torque may build up and when enough torque has accumulated to overcome the constriction, the helix will actuate, but the helix action may no longer be smooth, and can jump forward due to the pent-up torque bunching of the coils appears to be the root cause of helix mechanism difficulty. Analysis did not identify any lead characteristics that would have caused the reported sub-optimal sensing measurements but did confirm that offset insulation and inner conductor coils likely contributed to the observed helix extension difficulties.

Event description:
It was reported during the implant procedure, the right ventricle lead (rv) had to be repositioned two times because of poor sensing measurements. Upon repositioning, the helix did not work correctly. The helix jumped out of the lead after 12 turns. Several turns were required in order to retract the helix for repositioning. The physician decided to use another lead, and the procedure was successfully completed without any adverse patient effects.

Manufacturer narrative:
The device has been received for analysis and the investigation is in progress. This report will be updated when analysis is complete.

Event description:
It was reported during the implant procedure, the right ventricle lead (rv) had to be repositioned two times because of poor sensing measurements. Upon repositioning, the helix did not work correctly. The helix jumped out of the lead after 12 turns. Several turns were required in order to extend the helix. The physician decided to use another lead. The implant procedure was successfully finished and no adverse patient effects were reported. The lead has been received for analysis, and the investigation is in progress.